Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller alarmed for a backup battery fault, and the backup battery was exchanged on (B)(6) 2020. On (B)(6) 2021, there was another backup battery fault with a replace backup battery on (B)(6) 2021. The alarm history also showed multiple low voltages. The controller was replaced and exchanged for the patient's backup. The log file captured a backup battery fault on (B)(6) 2020 followed by a few yellow wrench alarms.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a backup battery fault was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned controller contained approximately 46 days of data combined (06dec2020 ¿ 21jan2021 per the timestamp). A backup battery fault was captured on 21jan2021 at 04:56:07 due to a backup battery load test failure. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on 21jan2021 at 10:15:50 and both power cables were disconnected at 10:16:59; these events are consistent with the system controller being exchanged. The controller was then reconnected to the power module. The backup battery was then disconnected at 10:18:24, resulting in the backup battery fault alarm clearing. The backup battery was then reconnected at approximately 10:18:30. The backup battery fault alarm then reactivated at 10:22:23 due to another load test failure. The alarm remained active throughout the rest of the log file. The final event in the log files showed the controller being disconnected from external power on 21jan2021 at 10:22:29. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the battery passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2020. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate ii instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller and the power cables. Heartmate ii instructions for use (IFU) section 6, entitled ¿patient care and management¿, states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. The heartmate ii patient handbook and the heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.